Event description:
Left total hip replacement on (B)(6) 2007. She received the depuy total hip pinnacle acetabular cup, sz mm 52; metal insert 36mm x52d, and metal on metal femoral head 36mm +1.5. She recently began having persistent pain, popping and a grinding sensation in her left hip, radiating into her left leg. This pain continues to worsen and interferes with her daily life. The pain is so debilitating that she cannot carry on a daily routine and her limited mobility and the thought of a revision surgery has caused her anxiety and depression to worsen. These problems are ongoing. Dates of use: left- (B)(6) 2007- present. Reason for use: nonunion of left femoral neck fracture with broken internal fixation.